Event description:
Adverse event(s): "patient is unhappy about how far her near vision is for reading" (blurred vision). Product problem(s): "none reported" (no information [iol (intraocular lens) implant]). A surgeon reported a patient who is unhappy with her near vision following intraocular lens (iol) implant surgery. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information was requested on 03/28/2010 and 04/01/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B) (4). (B) (4). (B) (4).